Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an alert for high out of range shock impedance. Technical services (ts) reviewed the data which showed the value was at 125 ohms and recommended continued monitoring or right ventricular lead replacement. This device was explanted due to normal battery depletion and has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.